Manufacturer narrative:
The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. A functional assessment was performed and the device displayed an "e2 error¿. It was observed that one pin was pushed back in the connector. It was determined that this was due to mis-alignment when plugging in the connector pin. The assignable root cause was determined to be improper use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device displayed an e2 error. This event was not related to surgery. There were no injuries, medical intervention associated with this event. If any additional information should become available, this notification will be updated accordingly.